Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on 25-jun 2015. Please see device evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service. The service log revealed a delivery failure (df) raised for monitored no (nitric oxide) > absolute maximum of 100 parts per million (ppm), actual value: 101. The df alarm was followed by a failed low no cell calibration due to low point counts above maximum with high point: 1110 counts and low point: 1012 counts. As expected, a failed no sensor alarm (concentration counts: 1001) followed the failed calibration. The no sensor was replaced. A full functional test ws performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this reports was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) failed no sensor [device issue]. Case description: on (B)(6) 2015, during a routine review of service order findings at a regional service center (rsc) located in the (B)(4), a company quality manager identified an issue with inomax dsir# (B)(4). Although the customer did not report an adverse event with this device, nitric oxide (no) calibration low counts above maximum in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: july 1, 2015: this is a non-serious, post-marketing device report. A delivery failure raised for monitored nitric oxide higher than the maximum set value of 100 ppm (root cause-no low counts above maximum) was identified during a routine review of service order findings. No adverse event associated with the device failure was reported. The identified device failure is considered reportable because a previous, similar failure had been associated with serious adverse patient consequence (index case MDR# 3004531588-2013-00022).